Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 600 mg/dl and current blood glucose is 248 mg/dl. Customer indicated that the pump and basal settings are correct. Troubleshooting found that drive support cap and time and date programming were normal. Customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to further troubleshoot.